Event description:
During priming of the device in preparation for use for a cardiopulmonary bypass procedure, the user reported the centrifugal control unit displayed "999" for the flow value. The device was used for the procedure. The user stated the system functioned as expected during the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.